Event description:
It was reported that the patient¿s pump had been empty three times (refer to manufacturer report # 3007566237-2014-00949 for the first time the pump went empty). The second time it happened the patient was in idaho. The health care provider (hcp) turned her dosage down really low. The event reportedly happened in early 2013. It was also reported all three empty pump events were due to administrative errors at facilities, no mechanical issue with the pump. The type of medication being delivered via the device system at the time of the event was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).